Manufacturer narrative:
The investigation has been completed for the reported issue of pump stop. The device was not received for evaluation. The root cause of the pump stop was unable to be determined as no product or logs were returned for analysis. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that there was a red alarm pump stop. The pump was explanted. The patient continued on support until the device was successfully weaned. No patient harm was reported due to the issue.